Event description:
A customer reported to baxter (B)(4) of a ball valve buretrol IV solution administration set in which customer observed air in the line when the burette was empty. Air got in the line in spite of the set being hung straight and the ball being present. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of "a ball valve buretrol IV solution administration set in which customer observed air in the line when the burette was empty" was not confirmed during sample evaluation. The set was working within specification during visual inspection, gravity test, and underwater leak test at 0.56 bar. The assignable root cause of the reported condition is unknown. Additional information: a batch review cannot be performed since there was no lot number provided. This is a product not distributed in the us and does not have a 510k number. Should additional information be received, a follow-up medwatch will be submitted.